Event description:
It was reported that the patient experienced a hyperglycemia event on (B)(6) 2026 due to bent cannula infusion set and blood glucose level was high and was treated with manual syringe.